Event description:
It is reported that the  device with the report of not working. It is reported that there is no patient involvement . Additional information received as detached bearings found after evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the attachment was not working. The likely cause of failure could not be determined. It was found that the burr could not be inserted as the bearings were detached, the tube was corroded. B3:date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.